Event description:
The end of the baxter long set non-dehp tubing that connects to the luer lock on the patients IV wouldn't connect to the patient. It was almost like it was super glued in place. No amount of tugging or twisting loosened it. This was noticed after the drug was primed, so the patient lost 13.1ml of ivig [intravenous immunoglobulin] (the tubing length) a new set of tubing was grabbed from the same lot number and there was no issue with the end piece from the new set. Lot # (10)dr24k15109.